Manufacturer narrative:
Product event summary : the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient wanted the implantable cardiac monitor removed. No cardiac events were recorded and it was hurting the patient. The device was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.